Event description:
The end user applied a wafer with a precut opening of 1 inch large enough for the stoma, with a little skin exposed around the stoma. Enduser states there was difficulty in coupling the pouch to the flange during the initial application. During the pouch change, which occurred the same day as the initial application, she noticed a "little smear of blood" inside the pouch. She noted the same thing during the next 3 pouch changes. She removed the wafer the next morning. Upon removal, there was no obvious trauma to the stoma or skin under wafer.

Manufacturer narrative:
Based on the available info, the complaint as described is deemed a serious injury because 'bleeding/on or around the stoma' may become severe enough to warrant medical intervention to bring under control. According to the reporter, she has discontinued use of the product. She went back to using her original product (another brand) in which she did not have to apply pressure to couple. The reporter states that after removal of the convatec wafer, the skin and stoma were intact, without signs of irritation. No additional event/pt details have been provided to date. A return sample for eval is not expected. Reported to FDA on (B)(4) 2013. Note: the actual date of event is unk, as the date used was the date convatec became aware.